Event description:
Customer's wife reported that customer's insulin pump is not working. Customer refilled the device last night and it won't fill tubing. The device says no delivery. Customer declined troubleshooting. A replacement is being sent. Customer's blood glucose was unknown. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
The insulin pump passed the displacement test, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm tests. The insulin pump was unable to access the fill cannula screen and deliver a bolus. No unexpected no delivery alarm was noted. The insulin pump had minor scratches on the display window and a cracked reservoir tube lip.